Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was partially explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited high impedance and high thresholds and that the physician suspected a possible fracture in the lead. During the attempted explant the lead was cut to place a lead locking stylet down. However, during the procedure the stylet broke while attempting to explant the lead and there was no way to access the lead from the top. Multiple attempts were made to snare the lead from a ¿groin access¿ with no success. The lead was subsequently abandoned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.